Event description:
Dentist called in. Said his pt had what appears to be an allergic reaction to the desensitizer. Pt lips became swollen. Pt discontinued use of kor desensitizer. Followed up with dentist on (B)(4) 2014, the swelling was gone. Pt has only taken benadryl.

Manufacturer narrative:
Apparent allergic reaction to hema in desensitizer. Doctor's office was advised to instruct pt to stop use of desensitizer indefinitely.